Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a lesion located in the mid right coronary artery (rca). The target lesion was reported to be moderately tortuous and moderately calcified. No other abnormalities were reported in relation to anatomy. No damage noted to packaging, i.e. Shelf carton, hoop/tray and no issues noted when removing the device from the hoop/tray. The device was inspected, with no issues found. Negative prep was performed with no issues. The lesion was pre-dilated. It was reported that during positioning/advancement stent deformation occurred. The device did pass through a previously-deployed stent. No resistance was encountered when advancing the device and no excessive force was used during delivery.

Manufacturer narrative:
Additional information: the physician completed the procedure with a non-mdt device. No patient injury reported. Evaluation summary: the stent was not positioned on the balloon between the marker bands as per specifications. Stent had been stretch distally when retracting the device out of the patient. Deformation was evident from the 4th distal stent wraps onwards, struts were badly stretched and some pulled off the device itself, others bunched and overlapping. The 13 most proximal stent wraps had no deformation visible and they are positioned correctly. No deformation was evident to the distal tip. The inner lumen patency was verified. If information is provided in the future, a supplemental report will be issued.